Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system seal unraveled. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device and delivery device. The delivery device was returned outside the loading device. The delivery device was returned outside the loading device. The loading device was observed to be split in two pieces. The blue slide lock was engaged and the white plunger was fully depressed on the delivery device. The delivery tube was unable to be measured due to the presence of blood which indicates that there was an attempt to insert the seal in the aorta. The seal and tension spring assembly were not returned for evaluation. Based on the return condition of the incomplete device, we are unable to confirm the reported failure "unraveled seal" but confirmed for the analyzed failure "break".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal unraveled. The hospital did not report any patient effects.